Manufacturer narrative:
Device passed the displacement, self test. However, device have a partial bleeding display anomaly due to cracked bleeding lcd noted.

Manufacturer narrative:
Insulin pump passed the displacement, self test. However, insulin pump have a partial bleeding display anomaly due to cracked lcd zebra connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported via phone call that the insulin pump had damage on the screen making it hard to see the screen. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.